Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. The field service engineer (fse) was able to verify the reported problem. The fse found that 5volt is missing and the backup battery was not charging . Fse tested the backup battery voltage and the battery would not charge. The fse replaced the power supply and the backup battery to address the reported problems.

Event description:
The customer reported power failure. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 17jul2019, date rec¿d by MFR :15jun2019. A power supply was return for analysis. The power supply was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.